Event description:
It was reported that the patient was being transferred from his wheelchair to his bed, when he slipped from the sling, attached to the hill-rom lift. He fell to the ground, on his buttocks, then tipped over and hit his head on the ground causing a skull fracture.

Manufacturer narrative:
This incident is being reported in an abundance of caution due to the serious injury. Invacare was made aware of an event that took place in (B)(6), with a universal sling, model number 1517762. Invacare is filing this report because the universal sling, model number 2485956, sold in the us has been determined to be similar in design to the reported device. It is not known what, if any malfunction occurred. It was reported the invacare sling was being used with a non-invacare lift. While the model is unknown invacare manuals routinely state ¿invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products.¿